Event description:
It was reported that this patient with this pacemaker underwent shoulder surgery in which noise and oversensing was observed. A signal artifact monitoring (sam) episode was observed, resulting in the minute ventilation (mv) sensor feature being disabled. It was noted that the noise and oversensing was likely due to electromagnetic interference (emi) possibly from hospital equipment. An elevated pacing rate was also observed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this patient with this pacemaker underwent shoulder surgery in which noise and oversensing was observed. A signal artifact monitoring (sam) episode was observed, resulting in the minute ventilation (mv) sensor feature being disabled. It was noted that the noise and oversensing was likely due to electromagnetic interference (emi) possibly from hospital equipment. An elevated pacing rate was also observed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.